Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle confirming a complete deployment. No ts were returned for evaluation. Approximately 10.5 inches of suture was returned for examination. One end of the suture has been cut and is partially frayed. The suture appears to have broken when being cut. With the limited clinical details provided regarding what ancillary devices were being used to manage the suture after deployment no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscus suture surgery,the suture broken,the physician utilized the back up to complete the surgery.